Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. The low battery alarm functions properly. Device was monitored for 5 days. No unexpected battery power loss anomaly, unexpected low battery alarm, a17 alarm or audio or beep anomaly noted. Device alarmed a21 after the test battery was removed and reinserted due to c-37 leaking and corroding the interface board. Device was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly noted. Device uploaded properly using carelink. Device was received without the original belt clip. Unable to verify damage to the belt clip. Device had minor scratched display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 718 mg/dl. The customer was diagnosed with diabetic ketoacidosis in hospital. The customer treated high blood glucose with manual injection and insulin drip. The customer felt that insulin pump was not blousing insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated the insulin pump alarmed insulin pump errors on (B)(6) 2021 and also had unexpected power loss with low battery alert. The insulin pump will be retuned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged a21 alarm, a17 alarm, unexpected battery power loss, low battery alarm and cosmetic damage located at the belt clip found on mar 07, 2021. Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0873 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. The low battery alarm functions properly. Device was monitored for 5 days. No unexpected battery power loss anomaly, unexpected low battery alarm, a17 alarm or audio/beep anomaly noted. Device alarmed a21 after the test battery was removed and reinserted due to c-37 leaking and corroding the I/b. Device was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly noted. History download was successful using thds and carelink upload was successful. The test p-cap and reservoir does lock in place in the reservoir compartment. Device was received without the original belt clip. Unable to verify damage to the belt clip. The following were noted during visual inspection: a minor scratched display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Unexpected battery power loss, low battery alarm and a17 alarm were not confirmed. Device was received without the original belt clip. Unable to verify damage to the belt clip, however, other cosmetic damage was noted. A cracked reservoir tube lip was confirmed. A21 alarm was confirmed due to c-37 leaking and corroding the I/b. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.